Event description:
It was reported that an ilet pump¿s screen was separating from the housing, and the user temporarily secured the device with adhesive tape; a replacement device was arranged due to loss of watertight integrity. Symptoms included none reported. Outcomes included no impact on health, therapy, or daily activities reported. Investigation included collection of device history and review of complaint details. Investigation of this case revealed physical damage consistent with screen delamination of the display assembly and enclosure, which compromised the seal and device integrity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device enclosure leading to display delamination.